Event description:
After aspiration pass during mechanical thrombectomy, the stryker cat 6 catheter was inspected and noted to have a kink in the end by the technologist. During that inspection, the physicians completed a post pass contrast injection and imaging. A marker ring from the tip of the catheter was noted in the patients right m2 region of the mca(middle cerebral artery).